Event description:
The reporter stated that the rn found air bubbles in the control syringe after the drawback. She was unaware that the line was bonded to the stopcock and when she tried to unscrew the line to remove the bubbles she broke the stopcock off. No patient injury or treatment associated with this event.